Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date in 2017, the patient was implanted with a gore® tag® conformable thoracic stent graft with active control system in the infrarenal aorta (after placement of an afx infrarenal device in 2014) , on (B)(6) 2020, as part of a process to screen the patient for possible enrollment in the (B)(6) study, the patient was seen for follow up. It was determined that there was a type I endoleak, with aneurysm enlargment greater than 5mm. As a result, the patient was not enrolled in the study, and no reintervention was performed. The physician believes the endoleak was caused by degeneration of the aorta.